Event description:
Device issue: difficult to remove - needle plunger, difficult to retract. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of a heavily scarred and heavily calcified common femoral artery after an interventional. Reportedly, the needle plunger could not be removed and force was required to retract the foot. The device was removed over a guide wire and a second proglide was used to achieve hemostasis. There were no reported pt adverse effects. Though requested, no additional info was provided.

Manufacturer narrative:
(B) (4). Improper or incorrect procedure or method pt selection. (B) (4). The device was received. Investigation is not complete.